Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during start up, the 840 ventilator lost communications. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.